Event description:
Info received indicates the trendelenburg function is not working.

Manufacturer narrative:
The technician found the bed would not go into tredelenburg due to a broken pivot block. The technician replaced the pivot block to repair the bed.